Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that he could not remember the date the issue began, alleging that he obtained an inaccurately high blood glucose result of ¿120 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he manages his diabetes using insulin (no-adjustments), and that following the result of ¿120 mg/dl¿ he administered his normal 20 units of insulin. The patient stated that after the meter issue (time unknown), he developed symptoms of ¿passed out and hit his head on the bath tub¿. In response to this he was taken to the emergency room, where a blood glucose result of ¿20 mg/dl¿ was obtained on the hospital meter. The patient was given some food to eat by a health care professional as treatment. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the test strips had been stored correctly and were not passed their expiry date. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.